Event description:
It was reported when using the pyxis anesthesia es system had broken drawer. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by ketamine bags were not rolled up. A field service engineer confirmed the user rolled the ketamine bags and the issue was resolved by the customer. The system functioned as intended after the field service engineer verified the device.